Manufacturer narrative:
During evaluation, the reported lens issue was confirmed; the light guide lens was cracked. The reported adhesive issue was confirmed; the bending section cover adhesive was cracked. The evaluation did not confirm a cable or connection issue. Visual examination found the following additional issues: the air/water cylinder and suction cylinders were missing their colored indicators; the label on the scope connector was peeling; and the universal cord was wrinkled. The device was given functional testing: this showed the device did not meet with specifications for electrical insulation resistance because the connector cover had a burn. In addition, the bending angle in the up direction did not meet with specifications due to a worn angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the colonovideoscope had a defective lens, brittle adhesions and the cables needing checking. The device was returned to olympus for evaluation. During the evaluation, foreign material was found at the air/water tube and at the auxiliary tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e2 which was inadvertently left out of previous report, and h4 for incorrect manufacturing day. A review of the device history record found no deviations that could have caused or contributed to the reported issue. No physical damage was found at the points where the materials remained. Olympus was unable to confirm whether there was deviation from reprocessing steps at the user facility. Based on the results of the investigation, a root cause cannot be identified. The event can be detected/prevented by following the instructions for use which state: - detection methods are written in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - prevention measures are written in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.